Manufacturer narrative:
The scope was returned to the service center for evaluation. There were cuts and holes on the scope¿s bending section cover and insertion. A leak was noted on the bending section rubber. The insulation cover was found worn with a pinhole. Dents were noted on the scope¿s plastic cover. The around the scope¿s objective lens and light guide lens was found worn with both lens chipped at the edge. Air/water nozzle was clogged. The insertion tube boot was found torn with variable stiffness, snakiness and scratches. The scope¿s control body and light tube were found to have scratches. There was a leak at the scope connector. The angulation was checked and found to be low. The control knob movement was noted to be loose and have play. The cause of the reported event cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported that there was a hole noted at the distal tip of the scope. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the device inspection results and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if it were to recur.